Event description:
It was reported that the patient with the pacemaker device recorded a signal artifact monitor (sam) event a month ago. This right atrial (ra) lead pacing impedance measurements were out of range, measuring greater than 3000 ohms and a lead safety switch (lss) was triggered. Technical services (ts) stated that the sam event showed significant mv chop on the atrial lead with the atrial ring to can. Ts stated that it could be either spring contact issue or lead fracture. Upon review of atrial tachy response (atr) episodes, there was noise on the atrial channel. Boston scientific representative will be further evaluating the lead. This lead currently remains in service. No adverse patient effects were reported.